Event description:
It was reported by service report that the foot end lift was stuck in an elevated position due to lift power coil cable being out, resulting in exposed wiring carrying 110 volts ac, and the foot cover assembly was bent, presenting sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: foot cover assembly. Lift power coil cable.